Event description:
It was reported that the left monitor on the 9800 system went blank. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The image processor was re-seated and the voltage adjusted during the service call. The system was tested and found to be working as intended and put back into service.